Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. The event can be detected/prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. There was no report of patient harm associated with this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.